Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc freestyle libre 2 sensor. Customer bumped against something and the sensor detached after less than 1 day of wear and was therefore unable to obtain readings and monitor glucose levels. As a result, customer experienced hypoglycemia with loss of consciousness. Customer was able to self-treat with glucose provided by the paramedics. There was no report of death or permanent injury associated with this event.